Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during a stent placement procedure performed on an unknown date. Reportedly, the patient had previously had a bariatric surgery for gastric sleeve. According to the complainant, on (B)(6), 2014, the patient presented to the emergency room with bleeding. The physician noted that the stent had eroded through the gastric sleeve. The physician wanted to remove the stent but was unable to scope the patient due to the bleeding. The patient was sent to the operating room and it was reported that a surgeon attempted to stop the bleeding but the patient died. The cause of the death was noted as due to bleeding. According to the physician¿s assessment, it is unknown whether the stent contributed to the patient¿s death.

Manufacturer narrative:
Additional device info: the complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. . The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.